Manufacturer narrative:
A product investigation is in progress.

Event description:
String broken [device breakage]. Applicator did not release the tampon [device deployment issue]. Case narrative: consumer reported via email that the tampon strings broke during removal. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String broken [device breakage] applicator did not release the tampon [device deployment issue] case narrative: consumer reported via email that the tampon strings broke during removal. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
String broken; applicator split [device breakage] string had broken when trying to remove [complication of device removal] applicator did not release the tampon [device deployment issue] case narrative: consumer reported via email that the tampon strings broke during removal. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation correction: complication of device removal event deleted.

Event description:
String broken; applicator split [device breakage]. Applicator did not release the tampon [device deployment issue]. Case narrative: consumer reported via email that the tampon strings broke during removal. No injury was reported.